Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: (B)(4). Batch/lot # 164904013, mfg date 02/27/2017, exp date 02/12/2019.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the device was not inflating due to fluid loss. An ams700 18cm lgx device and 100ml conceal reservoir were implanted.